Event description:
Coils were placed in the pt's forearm for a fistula maturation and an infection developed. The coils remain in the pt and they are being treated for the infection.

Manufacturer narrative:
Event evaluation: still under investigation.